Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing. The lead was capped and replaced on (B)(6) 2016. The patient was stable and in excellent condition post procedure.